Event description:
Information was received indicating that a smiths medical cadd infusion pump started with a volume of 238ml to infuse over 46 hours. The pump was returned with approximately 50-70ml remaining. There were no reported adverse events.